Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The target lesion was an area of in-stent re-stenosis within an unspecified vessel. The 8.0mm x 1.50mm apex push over-the-wire balloon catheter was advanced to the lesion for treatment but balloon inflation failed. The physician thought that the balloon had ruptured. Upon withdrawal, resistance was encountered; however, the balloon was removed intact without incident. Attempts to inflate the balloon outside the patient failed. The procedure was successfully completed with a different device. There were no patient injuries or complications. The patient's status was reported as "good."

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The target lesion was an area of in-stent re-stenosis within an unspecified vessel. The 8.0mm x 1.50mm apex push over-the-wire balloon catheter was advanced to the lesion for treatment but balloon inflation failed. The physician thought that the balloon had ruptured. Upon withdrawal, resistance was encountered; however, the balloon was removed intact without incident. Attempts to inflate the balloon outside the patient failed. The procedure was successfully completed with a different device. There were no patient injuries or complications. The patient's status was reported as 'good.'

Manufacturer narrative:
Device evaluated by manufacturer: an inflation device was connected to the hub of the returned apex balloon catheter and the balloon was pressurized to rated burst pressure (rbp) and the pressure was maintained for five minutes. Visual examination of the remainder of the balloon catheter revealed no damage or irregularities. The reported event could not be confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed as there is no evidence of the alleged issue or any anomalies. (B)(4).